Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states, the unit shuts off after 38 minutes. She states, the last green light stay on and there are no alarms.

Manufacturer narrative:
The device was evaluated by the returns department which found that the sieve bed was saturated but was unable to duplicate the reported issue.

Event description:
Dealer states, the unit shuts off after 38 minutes. She states, the last green light stay on and there are no alarms.